Event description:
Account states head of bed will not stay up.

Manufacturer narrative:
No definite problem noted took bed out of service to observe if slow cylinder pressure leakdown is occuring. Tech replaced cylinder to resolve drift issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.